Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 105424 rnglc locking ring sz 24 933360; 650-1065 cer option type 1 tpr sleeve -3 356630. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03063 and 0001825034-2017-03064.

Event description:
It was reported that the patient's left hip was revised due to dislocation. No additional information was provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.